Manufacturer narrative:
(B)(4) - add'l surgical repair is not specifically labeled in the IFU. Endoleaks are labeled in the IFU. Event eval: still under investigation.

Event description:
A (B)(6) male patient underwent initial aaa repair on (B)(6) 2008. The patient's anatomical form was suitable for aaa repair. The left common iliac artery was aneurysmal and the sealing length was approx 10mm. The procedure consisted of placement of a zenith main body graft and two zenith iliac leg grafts and was conducted without reported incident. About 2 years after at the f/u, an occurrence of distal type I endoleak in the left due to continued aneurysm growth. On (B)(6) 2010, the physician embolized the left internal iliac artery. On (B)(6) 2010, another iliac leg graft was placed to the left external iliac artery. The endoleak was solved. The patient is doing fine.